Event description:
It was reported patient underwent total knee arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2011 due to femoral loosening.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number four states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, or excessive weight."